Event description:
A heli-fx applier was selected for use in a patient for the endovascular treatment of a patient that had an endoleak from another manufacturer¿s device. It was reported that the applier was prepped correctly. Initially the applier successfully loaded the endoanchor, entered the sheath, deflected the sheath and the applier was advanced against the other manufacturer¿s stent graft with correct and perpendicular placement. The endoanchor was advanced once, but would not advance again, but also would not allow to retract the endoanchor back into the applier. The endoanchor may have been deployed on either the other manfacturer's stent strut or calcification but it could not be specifically determined. The applier was pulled out of the patient. The endoanchor was advanced forward twice and released from the applier and the endoanchor was found broken in half. It was also noted that the applier turned on successfully but the motor would not run long enough when the back button was depressed to pick up an endoanchor. Another applier was used to complete the case and 10 endoanchors were successfully placed and the endoleak was resolved. Per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the complaint was confirmed as the inability to load was due to the broken endoanchor found within the tip of the applier. The exact cause of the broken endoanchor cannot be conclusively determined; however, may have been caused by the presence of calcium or another manufacturer¿s stent strut. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions during the procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcified plaque or thrombus with more than 2mm of thickness within the deployment zone. If information is provided in the future, a supplemental report will be issued.